Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen is intermittently unresponsive and is sometimes difficult to unlock. There was no impact to the customer's blood glucose level. It was indicated that lantus and/or novolog were available for alternate insulin therapy.